Manufacturer narrative:
(B)(4). Evaluation summary: the balloon catheter was returned without blood visible. There was contrast in the inflation lumen and in the balloon. The reported information is consistent with the reported event that the balloon was inflated. Analysis noted the balloon was returned loosely folded with a longitudinal scratch on the balloon 1.5 cm proximal to the distal balloon taper. There were also scratches noted to the distal shoulder of the balloon folds. In this case, the anatomical conditions were reported as heavily tortuous with mild calcification, which may have contributed to the noted balloon scratches. The shaft was stretched and flattened in multiple sections distal to the strain relief tubing. It is possible that handling during attempts to remove the balloon catheter contributed to the noted stretching and flattening of the shaft. There was no other damage noted to the balloon catheter. The guiding catheter used during the procedure was not returned and may have assisted in the investigation to determine a possible cause. The balloon catheter was advanced through a new 4f introducer sheath as there was no 4f guiding catheter available. There was resistance noted and advancement was tight. A new indeflator filled with water was used to pressurize the balloon catheter to rated burst pressure of 22 atmospheres and then deflated. Upon deflation, the balloon folded properly suggesting the balloon folded properly during the procedure. The balloon catheter was withdrawn from the introducer sheath with strong resistance noted as the balloon entered the tip of the introducer sheath, but the balloon was able to be completely removed. Without the return of the guiding catheter, the inner diameter could not be measured to determine if the interaction with the guiding catheter and the balloon catheter was a result of the inner diameter dimensions. Factors that can contribute to difficulty to remove the catheter from the guiding catheter may include, but are not limited to, anatomical conditions, device placement technique, guiding catheter support, inner diameter of the guiding catheter lumen or condition of the guiding catheter. Although a conclusive cause could not be determined for the reported event of difficulty of removing the catheter from the guiding catheter, there are no indications of a product quality deficiency. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. All dilatation catheters are visually inspected for damage and proper balloon shape during inflation on the manufacturing line. Additionally, a sampling of units is destructively tested to verify proper guide wire movement.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dilatation catheter: 5.0 x 60 mm starling. Guide wire: neos agosal (0.014 in). Guide catheter: axelguide 4f 70 cm. The device was received. Investigation is not yet complete.

Event description:
It was reported that during a procedure in the superficial femoral artery, after the fox sv balloon was successfully inflated and deflated eight times, the catheter could not be pulled into the guiding catheter. The fox sv and guiding catheter were removed as one unit. There was no adverse patient effect. Though requested, additional information was not provided.